Event description:
Additional information was received from a manufacturer representative (rep) reporting that it was not likely that actions would be taken to resolve the issue of electrode 3 being greater than 10,000 ohms, but it was unknown at this time. The issue had not been resolved. No symptoms were reported related to the issue. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for post surgical neuritis. It was reported that electrode 3 had impedances greater than 10,000 ohms. It was unknown if any external factors led/contributed to the reported issue. The rep did not interrogate the stimulator but reviewed the report and it appeared electrode 3 was greater than 10, 000 ohms. No actions/interventions were taken to resolve the reported issue. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive and without out injury. It was asked but was unknown when the event occurred as this information would not be made available (legal/confidential reasons). No further complications were reported/anticipated.